Manufacturer narrative:
The following devices were also listed in this report: unknown hip stem; cat# unknown; lot# unknown unknown femoral head; cat# unknown; lot# unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that a surgeon performed a revision of a patient's hip due to washout. Company rep reported that the patient had an infection that needed a wash out and the surgeon changed several components while in surgery.